Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during llaroscopic upper lobe video-assisted thoracoscopic lobectomy surgery, while removing diseased specimen, the bag was deployed and ripped off the metal ring when deployed. Another device was used and it almost ripped as well but was able to get the specimen out without it ripping entirely off the ring. There was no patient injury.